Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a patient passed away coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of death was unknown. It was unknown if the patient was hospitalized prior to death. An autopsy was not performed. The pd therapy was ongoing until the time of death. Additional information was requested but was not available at this time.